Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. After ablating the left atrial tachycardia for several minutes, an echocardiogram was used to confirm a successful ablation but revealed a pericardial effusion. The blood was located on the posterior wall. There were no patient symptoms noted prior to the effusion and a cardiac surgeon drained the fluid around the heart which stabilized the patient. There were no performance issues with any abbott device.